Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 1 of wearing the sensor, the patient began to notice a skin reaction. The skin reaction was described as a red circular rash that was slightly raised. The reaction lasted the full 7 days of the sensor session. The sensor was removed on (B)(6) 2017 due to the end of the sensor session. On (B)(6) 2017, the patient's endocrinologist provided the patient with a new sensor location that does not get rashes from the sensor adhesive. At the time of event, the patient was doing good. No additional event or patient information is available.